Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic area pain') in a (B)(6)-year-old female patient who had essure (batch no. 619619) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following your essure placement procedure". The patient's medical history included low back pain, multigravida, parity 2 (birth dates: (B)(6)), psychological disorder nos and grand multiparity. Previously administered products included for an unreported indication: depo provera and pills. Concurrent conditions included allergy to metals. Concomitant products included cyclobenzaprine hydrochloride (flexeril), hydrocodone bitartrate;paracetamol (vicodin) and naproxen for back pain. On (B)(6)-2009, the patient had essure inserted. In 2011, the patient experienced irritable bowel syndrome ("ibs (irritable bowel syndrome)"). In 2013, the patient experienced back pain ("back pain/ back pain/ lower back pain/ constant lower back pain"), dyspareunia ("during intercourse she have bad cramps during and after/ painful intercourse/ I got with my") and migraine ("migraines"). In (B)(6) 2015, the patient experienced depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), arthralgia ("hip pain"), headache ("headaches/ headache"), gastric disorder ("stomach issues"), colitis ("colitis"), the first episode of hot flush ("hot flashes"), abdominal pain lower ("severe cramping"), cervical dysplasia ("cells on cervix"), allergy to metals ("allergic to nickel or any other component of essure (I break out in rashes and hives)/hypersensitivity reaction to nickel or any other component of essure (bumps/rashes on chest, arms, legs and sometimes other areas)") with rash and urticaria, anxiety ("essure caused or aggravated any psychiatric and/or psychological condition (mental anguish and suffering associated with physical injuries)"), coital bleeding ("bleeding after sex"), menstruation irregular ("I have had irregular periods even before essure but since essure I can tell a difference and its probably just your body have wondered the same thing a dozen times, but the end its just me being off/ my periods are always off"), amenorrhoea ("I have had irregular periods even before essure but since essure I can tell a difference and its probably just your body have wondered the same thing a dozen times, but the end its just me being off/ my periods are always off/ I thought I was starting"), cervix inflammation ("my cervix was just a little inflamed"), menorrhagia ("I started periods last nigh out of no where and its heavier than usual and the cramping"), dysmenorrhoea ("I started periods last nigh out of no where and its heavier than usual and the cramping/ during intercourse she had bad cramps during and after"), malaise ("get sick like that and never used to plus headaches the whole time"), contusion ("bruises"), metrorrhagia ("heavy bleeding with clotting"), menstrual disorder ("abnormal menstrual cycles") and the second episode of hot flush ("hot flashes"). The patient was treated with surgery (exploratory laparoscopy, essure removal). Essure was removed on (B)(6)-2019. At the time of the report, the pelvic pain, genital haemorrhage, back pain, arthralgia, headache, gastric disorder, colitis, dyspareunia, abdominal pain lower, migraine, irritable bowel syndrome, cervical dysplasia, allergy to metals, anxiety, coital bleeding, menstruation irregular, amenorrhoea, cervix inflammation, menorrhagia, dysmenorrhoea, malaise, contusion, metrorrhagia, menstrual disorder, the last episode of hot flush and depression outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, amenorrhoea, anxiety, arthralgia, back pain, cervical dysplasia, cervix inflammation, coital bleeding, colitis, contusion, depression, dysmenorrhoea, dyspareunia, gastric disorder, genital haemorrhage, headache, irritable bowel syndrome, malaise, menorrhagia, menstrual disorder, menstruation irregular, metrorrhagia, migraine, pelvic pain, the first episode of hot flush and the second episode of hot flush to be related to essure. The reporter commented: she did not advised of any complications or problems that occurred at the time of your essure placement procedure. Diagnostic results: on (B)(6) 2009 dye test was performed. Concerning the injuries reported in this case, the following one/ones were reported via social media: irregular periods, my periods off, bleed after sex, cramps, get sick. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: fu received: case become serious incident, essure removal date added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.